Event description:
It was reported that the patient presented for a routine follow up in good condition. Upon interrogation, the physician noted the lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The physician successfully repositioned the lead. The patient was in good condition during and after the procedure.

Manufacturer narrative:
UDI (di): (B)(4).